Event description:
The customer reported that the device failed the pads cable portion of the op check test and that when the device was powered up in monitor mode, the pas/paddles ECG wave was noisy. Evaluation by philip indicates that this malfunction would prevent diagnosis. No pt involvement has been reported.